Event description:
A rep dream station auto CPAP device was returned to a third party service center. During the evaluation of the device at the third party service center, the device was visually inspected and visible black particles inside the humidifier. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.